Event description:
The hot dog patient warming pad was placed on gel rolls to pre-warm prior to patient arrival to the room. Minutes later the unit began to alarm. The specific alarm indication was not noted. The yellow cord going from machine to pad was unplugged. It was noted that the top portion of the pad was extremely hot and appeared to be melted. The pad was removed. A new pad and machine was used for the case without incident. The original controller was tested with a different pad and it worked fine.